Manufacturer narrative:
The explanted components were reportedly discarded following revision surgery. The patient was reported to have a congenital bone deformity condition. The patient was reported to have limited mobility and that no impacts had been sustained. Films received show the initial surgery date was (B)(6) 2015. The construct extended from the occiput to the mid-thoracic spine without cervical fixation. Manufacturing records indicate dimensional requirements were met. The material type and tensile characteristics conform with specifications. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ... Loss of fixation". "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Explants were discarded at user facility.

Event description:
Posterior cervical fixation was implanted into a patient with a congenital bone deformity condition on (B)(6) 2015. The initial construct was reported to extend from the occiput to the mid-thoracic spine. On (B)(6) 2016 the construct was revised due to bilateral rod fracture at approximately the c7 spine level.